Event description:
It was reported that the patient's temperature was reading 36.3c on the arctic sun via esophageal probe. They had to move rooms and now the temperature read 38.3c, axillary temperature read 36.2c. Nurse did not think it was possible that the patient's temperature increased that fast. Nurse stated that the patient was covid+ so cannot go back in the room to troubleshoot right now. Ms and s suggested confirming temperature rectally and seeing if the esophageal probe was compatible with the bedside monitor. If the bedside monitor and rectal check read 38c, ms and s suggested to replace the temperature-in cable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is damaged temperature cable. However this cannot be confirmed. The patient's temperature was reading 36.3c on the arctic sun via esophageal probe. They had to move rooms and now the temperature read 38.3c, axillary temperature read 36.2c. Nurse did not think it was possibly that the patient's temperature increased that fast. Nurse stated that the patient was covid+ so cannot go back in the room to troubleshoot right now. Mss suggested confirming temperature rectally and seeing if the esophageal probe was compatible with the bedside monitor. If the bedside monitor and rectal check read 38c, mss suggested to replace the temperature-in cable. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The device was in use on a patient. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (temperature cable) product ifus were found to be adequate based on past reviews. Correction: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient's temperature was reading 36.3c on the arctic sun via esophageal probe. They had to move rooms and now the temperature read 38.3c, axillary temperature read 36.2c. Nurse did not think it was possible that the patient's temperature increased that fast. Nurse stated that the patient was covid+ so cannot go back in the room to troubleshoot right now. Mss suggested confirming temperature rectally and seeing if the esophageal probe was compatible with the bedside monitor. If the bedside monitor and rectal check read 38c, mss suggested to replace the temperature-in cable.